Event description:
Procedure: lower anterior resection. Reportedly, the instrument was closed, fired and no staples were applied. The instrument was then taken to the back table and it fired with staples. The surgeon reports the instrument was initially fired by a resident while it was on pt's tissue. Bleeding occurred and the surgeon completed by hand suturing. The bleeding was not significant.